Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that x-ray revealed that the patients leads were not in the right place. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.